Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: battery compartment is cracked below the grip pad, returned battery cap is undamaged and able to fit securely. (B)(6).

Event description:
The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: battery compartment is cracked.